Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set comes off after a shower. Customer reported to have gone through 5 infusion sets and reservoirs within two or three days. Customer's low blood glucose was 44 mg/dl and high blood glucose was 267 mg/dl. Infusion sets and tape would be replaced.